Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
(B)(4). The product was returned and the failure mode was confirmed. Visual inspection: cracked insulation observed. Functional inspection: the device is non-monopolar. Therefore, an insulscan test was deemed unnecessary. The probable root causes for the reported failure involving this device could be due to: improper sterilization methods; rapid cooling after sterilization; contact with metal tray during sterilization or; normal wear and tear. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.